Event description:
The device was inserted into the cavity and while inflating the balloon the ballon broke. Some broken piece fell into the surgical cavity and they were all retrieved. A similar device was used for the operation.